Manufacturer narrative:
After the product was received, mentor confirmed that it was manufactured at the mentor medical systems b.v. Plant in leiden, the netherlands. Mentor medical systems b.v, located in leiden, the netherlands, is a foreign manufacturer of medical devices that are not cleared or approved for sale in the us. It is a separate legal entity from mentor texas. Per 21 cfr 803.58 and "medical device reporting for manufacturers" (FDA guidance document issued on november 8, 2016), we are ¿[not]required to submit MDR reports for events occurring in other countries for a device that is manufactured in a foreign country and that is not cleared or approved for marketing in the us. However, if [mentor becomes] aware of information that reasonably suggests a device has malfunctioned and that a similar device that [is]marketed in the us would be likely to cause or contribute to a death or serious injury if the malfunction were to recur, then [mentor] should report the device malfunction that occurred outside the us." Since mentor medical systems b.v. Do not market any devices in the us, manufacture & market all their devices outside the us, and have never held FDA approval nor clearance for any of their products, their devices do not meet the criteria for MDR reportability. This device does not meet the criteria for MDR reporting. Therefore, no further reports will be sent to the FDA. Manufacturer contact phone number: (B)(6) . Manufacturer site fax: (B)(6) . Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 1/7/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision with a 350cc mentor memorygel breast implant and experienced postoperative right-sided capsular contracture baker grade iii-IV. The diagnosis was confirmed by a physician upon examination. As a result, the patient underwent unilateral explantation on (B)(6) 2019 and replaced with an unspecified mentor gel breast implant.